Event description:
Event description guidant received information that the patient with this pacemaker was not feeling any improvement from his pre-implant condition of intermittent complete heart block, and experienced one syncopal episode. During a clinic visit at four days post-implant, this pacemaker was not pacing or responding to magnet application. The clinic was unable to interrogate the device despite attempts with two different programmers. The device was then explanted the following day, replaced with a new device and returned to guidant for analysis. The patient recovered from the replacement with no complications.